Event description:
It was reported that a rechargeable battery "gets very hot when in use" in the sound processor. The battery was replaced and not returned. No further information was provided. There is an ongoing investigation at cochlear ltd. Of rechargeable battery faults.

Manufacturer narrative:
Cochlear ltd. Has an ongoing investigation into battery faults. This is a final report, filed on august 20, 2008.